Event description:
It was reported that during transport with bd tube sst plh 13x100 5.0 plbl gold br the stopper comes out of the tubes and sample leaked. Testing was reported to not be carried out as the sample had spilled. Patient was recollected. This is the 2nd of 4 patients. The following information was provided by the initial reporter, translated from portuguese to english: the customer complained that the tubes tubo hemo amarelo sst plus 5 ml, reference (B)(4) are opening during the transport of samples to the support laboratory, the customer reported that he collects in closed system, but in some cases when collection is difficult, it ends, opening the tube with the largest volume with the analyte and transferring and distributing it to other tubes and when sending this tube for transport to the support laboratory it opens, causing waste of samples. Additional information received 03-apr-2023: patient 2: "exam ca 15-3: accident in the automated receipt, it was not possible to carry out the above exams: the everything was accident in the automated receipt. Tube capped improperly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 200 samples were visually evaluated and no defects were found with the retain product. 10 retention samples were further tested by functional analysis and 0 out of 10 presented defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that during transport with bd tube sst plh 13x100 5.0 plbl gold br the stopper comes out of the tubes and sample leaked. Testing was reported to not be carried out as the sample had spilled. Patient was recollected. This is the 2nd of 4 patients. The following information was provided by the initial reporter, translated from portuguese to english: the customer complained that the tubes tubo hemo amarelo sst plus 5 ml, reference 360060 are opening during the transport of samples to the support laboratory, the customer reported that he collects in closed system, but in some cases when collection is difficult, it ends, opening the tube with the largest volume with the analyte and transferring and distributing it to other tubes and when sending this tube for transport to the support laboratory it opens, causing waste of samples. Additional information received 03-apr-2023: patient 2: "exam ca 15-3: accident in the automated receipt, it was not possible to carry out the above exams: the everything was accident in the automated receipt. Tube capped improperly."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.